Event description:
It was reported that the patient alert triggered for high impedance. There was also oversensing noted on the right ventricular (rv) lead. The lead was capped and a new pace/sense lead was implanted. Additional information was received which indicated that the replacement pace/sense lead had "malfunctioned" and a new shocking/pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 7232cx implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006; explanted: (B)(6) 2013; product ID 694958, implanted: (B)(6) 2006, explanted: (B)(6) 2013. (B)(4).